Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with skin infection, and skin inflammation at the needle puncture site. The area was prepared with alcohol before placing the sensor on the body. The patient stated that around 2:00pm, he visited (B)(6) centre, to have his arm checked, as his last sensor caused discomfort, including soreness, a lump, and what felt like an infection at the puncture site. The attending physician prescribed staphylex 500 mg oral medication to be taken four times daily for five (5) days. The patient was also advised to monitor the site and return for a follow-up consultation if the discomfort worsens after two days. At the time of the report, patient condition was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.